Event description:
The end user's daughter states the arms are loose causing the unit to be wobbly.

Event description:
The end user's daughter states the arms are loose causing the unit to be wobbly.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Manufacturer narrative:
The expanded evaluation states that the side frames are loose and able to pivot in and out. This is most likely due to rivets on the locking mechanism that are loose. The loose side frames are causing the walker to be wobbly.